Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify pump error 43 or unresponsive buttons due to blank display. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm multiple times during a rewind. Customer stated that the button were pressed for more than 3 minutes and then the insulin pump was turned off and there was a red light flashing. Customer also stated that the insulin pump received stuck button alarm. Customer was assisted with troubleshooting and stated that the display was returned after insulin pump restart. Customer stated that they traveled through an airport and rides and wearing a wristband for animal kingdom and riding on the rides. Customer then stated that the insulin pump received pump error alarm and they were able to clear the alarm; however not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.